Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that upon opening the package, the light handle was cracked. This was found during set up and there was no patient in the room. The customer further states that they just used a new light glove.